Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon(iab) therapy, the cs300 iabp alarmed gas loss during the night and this morning. Blood was found in the helium tubing. The interventional cardiologist had instructed them to continue pumping. The resource nurse had them stop pumping and clamp the catheter. The nurse called getinge customer support phone line for additional support with the cardiologist. The balloon was removed. There was no reported adverse event to the patient.

Event description:
It was reported that during intra-aortic balloon(iab) therapy, the cs300 iabp alarmed gas loss during the night and this morning. Blood was found in the helium tubing. The interventional cardiologist had instructed them to continue pumping. The resource nurse had them stop pumping and clamp the catheter. The nurse called getinge customer support phone line for additional support with the cardiologist. The balloon was removed. There was no reported adverse event to the patient.

Manufacturer narrative:
The product was returned cut at the membrane in two pieces and completely unfolded with blood on the exterior and interior of the catheter. Two inner lumen kinks were observed within the membrane at approximately 7.1cm & 8.6cm from the iab tip. A catheter tubing/inner lumen kink was also observed at approximately 0.3cm from the y-fitting. Lastly, the optical cable and extracorporeal tubing were returned clamped at approximately 8.9cm & 9.1cm from the rear of the y-fitting. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing, extender tubing and pressure tubing was performed and four leaks were detected on the membrane at approximately 1.8cm from the rear seal, 5.1cm, 5.3cm & 8.6cm from the iab tip. Three leak points were approximately 0.013cm and one at 0.03cm in length. The reported problem was most likely triggered by the leaks found on the membrane. Under magnification, one of the leak points had a whitish patch around it. This whitish patch is the typical appearance of an abrasion mark caused by a calcified plaque in the aorta. The remaining three leak points appeared to had been caused by a sharp object. However, we are unable to determine when these may have occurred. The evaluation confirmed the reported problem. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint #(B)(4).